Manufacturer narrative:
Insulin pump had no button error alarm during testing. However, the insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 86 mg/dl. The customer was asked if he recalls any significant events leading to the alarm. The customer confirmed that the insulin pump was moist. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.